Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself intermittently.  The customer advised that the reported issue was observed when transmitting data or a "record" was initiated.  No further details were provided.  There was patient use associated with the reported event; however, there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information about the patient and the event; however, no response has been received.